Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. Upon visualization, the device was received with a needle protector and without a yellow guard attached to the needle. The device appeared to have residue throughout and was received with both slides in the initial position. During functional testing, the device was fully primed with no issues. The device was further tested by cocking and firing the device 3 times into the chicken breast using each trigger for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were collected with no issue. Therefore, the investigation is unconfirmed for the reported failure to fire as the device was able to prime, fire properly and all 6 samples were collected with no issue a definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026 a patient underwent the kidney biopsy using maxcore instrument. During the procedure, the outer cannula failed to fire. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a kidney biopsy procedure using maxcore instrument. During the procedure, the outer cannula failed to fire. There was no reported patient injury.